Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt experienced a fracture of the distal end of the clavicle and was implanted with a plate and screw on an unk date. Two months later pt experienced re-fracture of the clavicle. Pt had started rehabilitation approx 3 weeks after implantation. Surgeon noted pt was complaint and reportability did not fall. It is not known what the pt was revised to. No further info available. This is 2 of 2 reports.